Event description:
The pt underwent laparotomy for a poly removal in 06. The polyp was on the right side wall of her uterus. Postoperatively, the pt was readmitted to the hosp for feeling unwell during the early morning hours of the 2nd day. A laparotomy was performed and a very small burn on the small bowel was noted and the surgeon placed a couple of stitches. It is believed that the uterus was perforated during the original surgery and that the bowel was burned. The pt is now fine.